Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had epitaxis approximately 3 months prior. The patient's inr was 1.7-1.8 at the time of the event and he was treated with a transfusion of packed red blood cells. The patient remains ongoing.

Manufacturer narrative:
A specific cause for the reported epistaxis could not be determined. Based on the manufacturer¿s records, the pump supported the patient for approximately 21 months until the reported event. Following the event, the patient remained ongoing on lvad support without any further related issues until being transplanted on (B)(6) 2014. Information provided to the manufacturer indicated that the pump was disposed of and would not be returned for evaluation. Although no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling lists bleeding as an adverse event that may be associated with the use of the left ventricular assist system (lvas) and outlines recommended anticoagulation therapy and international normalized ratio (inr) values. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.